Manufacturer narrative:
Tab d was updated: device available for eval? Was updated to "yes'. Returned to manufacturer on was updated to " 6.11.2023 . H.6 investigation summary material #: [368843]. Lot/batch #: [2245799]. Bd had received [100] samples and [6] photos for investigation. Evaluation of both the samples and photos indicated that the label information is not printed/partially printed on the tubes. Evaluation of the 100 retained samples from this lot number identified no further examples of this defect. Bd was able to confirm the customer¿s indicated failure mode with the photographs and samples provided. Bd was not able to identify a root cause for the indicated failure mode. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2e 3.6mg plus blood collection tubes customer reports that the lot number is not printed on the tube. The following information was provided by the initial reporter. The customer stated: according to the customer's report, the lot number etc. Is not printed on the tube.

Event description:
It was reported when using the bd vacutainer® k2e 3.6mg plus blood collection tubes customer reports that the lot number is not printed on the tube. The following information was provided by the initial reporter. The customer stated: according to the customer's report, the lot number etc. Is not printed on the tube.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.